Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following relevant information to this malfunction reportable event. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the product code z127h and lot number jmm785? Was the suture from multiple product code and lot numbers? If so please provide all of the relevant codes. Did the event occur during one or multiple patient procedures? Was there adverse patient consequences? Was there any surgical or medical intervention performed to address any adverse patient reactions?

Event description:
It was reported that the patient underwent an urology procedure on (B)(6) 2016 and the suture was used. During the procedure, the suture is kinking. Another like device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Sutures pieces were examined for visual inspection attribute defects and it was observed that the ends of the sutures were curly (kinking). The other end of the sutures was observed cut likely by use of the needle holder. Also, it was not observed the swage area on the ends of the sutures. The needles were not returned for evaluation. It could not be determined what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.